Event description:
The pump was alarming. The hcp was unable to interrogate the pump with the clinician programmer, after changing environments, the pump was successfully interrogated and the alarm was silenced. The patient also complained of withdrawal symptoms. The pump contained dilaudid 20 mg/ml. The hcp treated the symptoms with oral dilaudid. A report from the previous month showed that eri for the pump was less than one month away. Pump replacement surgery occurred (B)(6) 2012 due to battery depletion. It was further noted the "pump stopped prematurely before alarming." It was reported there was no patient injury. The patient's outcome was reported as recovered with sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Clinician programmer 8840 serial# unknown; catheter 8709 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed motor feed thru and gear train anomaly; corrosion. Analysis of the pump battery revealed high resistance.

Manufacturer narrative:
(B)(4)